Event description:
It was reported that while the motor was being used during a procedure, the hose ruptured and a loud explosion occurred. This resulted in an air leak and a 30-minute delay in the procedure. Broken pieces of the product remained inside the patient's body and were subsequently retrieved. The procedure was completed with backup products. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, device evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while the motor was being used during a procedure, the hose ruptured and a loud explosion occurred. This resulted in an air leak and a 30-minute delay in the procedure. Broken pieces of the product remained inside the patient's body and were subsequently retrieved. The procedure was completed with backup products. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: product analysis: evaluation could not reproduce the reported malfunction of that drill was running and hose exploaded/ ruptured d uring use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.